Event description:
Per the clinic, the internal magnet was removed on (B)(6) 2016 for unknown reason. Additional information has been requested but it has not been made available as of the date of this report.